Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus will not stay calibrated. The cable between the xy and overlay was reseated and the stylus was replaced and calibrated as a preventative. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to calibrate the stylus. The programmer was returned for service. There was no patient involvement.